Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR reports: 3008829311-2017-00835; 3008829311-2017-00837. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the leads had migrated. Patient denies any falls or trauma. As a result, the patient underwent surgical intervention to have their leads replaced. Effective therapy was restored post operatively.